Manufacturer narrative:
The reported glidescope bflex 3.8 single-use bronchoscope was not returned to verathon for evaluation. Since the device was not returned to verathon for evaluation, the cause could not be determined. Review of complaint history for the glidescope bflex 3.8 lot number "fu224100" identified one (1) similar complaint reported to verathon. Review of production records did not identify any anomalies that would cause or contribute to the reported image issue. Trending analysis for the glidescope bflex 3.8 single-use bronchoscopes does not identify any trends exceeding acceptable limits. Review of the system risk assessment confirmed that the risk associated with the hazardous situation has been adequately captured and characterized by verathon. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a patient procedure, using a glidescope bflex 3.8 single-use bronchoscope, the screen would completely freeze up when placing the bronchoscope in the et tube. They reported removing the bronchoscope to get the picture back, tried re-inserting it, and it froze again. The procedure was completed using another glidescope bflex 3.8 single-use bronchoscope which was made available in an unspecified amount of time. No delay in the procedure or harm to the patient was reported.